Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the reported spinal system caused or contributed to the patient death, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 220, gender- male (male-140, female- 80), age- 57.68 years diagnosis: degenerative disease(193 patients), trauma (17 patients), deformity (5 patients), failed fusion (3 patients), infection (2 patients) it was reported in the clinical titled ¿atlantis visiontm elite anterior cervical plate system" that patient suffered from various aes, breakdown of aes and patient numbers per analysis group is mentioned below. In degenerative disc disease group, the patient expired secondary to respiratory failure. The serious aes are not anticipated to be device-related.